Manufacturer narrative:
Products were not returned for investigation. However, the lots listed in the complaint have previously been tested and found to leak. The male luer lock that was supplied from luer vendor does not meet spec. An hhe has indicated no critical or catastrophic harm from this failure.

Event description:
Customer reported leaking at the point of the tube to clave connection.